Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported for two laser assisted cataract cases there were circular holes in the posterior capsule following laser treatment. Follow up information received stated a sulcus lens implant was used. No surgical intervention was required. Patient information was not available.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. There are no images available for review. The operator confirmed there were no issues observed during surgery and capsule was free. The laser parameters were verified. The company representative confirmed the control points, delivery alignment, and energies without any issues being found. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications, therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).